Manufacturer narrative:
No product has been returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
Attorney reported that the patient allegedly presented to her gen. Practitioner with shooting pains at hernia repair site, and was referred back to surgeon who performed original surgery. In 2004, patient presented to new surgeon with pain and protrusion in abdomen. Surgeon excised what he "identified" as memory coil ring from composix kugel that had detached and was pointing outward.